Event description:
It was reported that during a da vinci-assisted general surgical procedure, the nurse reported to technical service engineer (tse) after procedure to report that the master tool manipulator right (mtmr) moved itself during surgery. The nurse stated that the surgeon use the second console to finish the procedure. Tse could not view the logs; the system was not onsite connected. Tse asked for the nurse to shut down the system and cycle the surgeon side console (ssc) breaker. Tse asked the nurse to verify that the mtms initialized during startup. The nurse stated that the mtmr was still moving by itself. Tse asked for the customer to check if there was an obstruction, and nothing was observed. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported problem. The error was user induced. The system was verified and ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the master tool manipulator (mtm) 2.